Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia at king¿s college hospital, london on (B)(6) 2026. The patient's blood glucose levels reached 22.1 mmol/l (397.8 mg/dl) while wearing the pod an unspecified duration. The patient was undergoing dialysis when they began to have severe chest pains. The patient was taken to the emergency room via ambulance and was later admitted to hospital. The patient¿s pod fell off whilst in the ambulance and therefore they were treated with intravenous insulin during their admission. The patient reported that they were uncomfortable sharing the diagnosis their received whilst hospitalised, therefore this has been reported as hyperglycemia based on the patient¿s blood glucose levels. The patient remained in hospital at the time of this report. The pod is not available to be returned for investigation.